Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving dilaudid (10 mg/ml at 2 mg/ml) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient's pump had stalled and they were going through withdrawals on (B)(6) 2019 per logs. The patient's withdrawal symptoms included nausea, vomiting, headache, and general malaise. The hcp turned the pump to minimum rate and silenced alarms. The hcp was making plans for the pump to be replaced. It was noted the patient had not been exposed to any magnetic fields nor had they done anything different than they ever do. The pump was interrogated several times trying to resolve the motor stall with no results. The pump remained in motor stall. It was noted the stall was not resolved.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing as well as stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.